Event description:
During a retrospective complaint review, devilbiss healthcare identified a thermal related event involving a devilbiss model 525ds oxygen concentrator. The complaint was reported as "unit was alarming." The complaint was received in december 2019. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet and compressor housing caused by a bent fan guard (due to shipping damage) that prevented the cooling fan from spinning properly. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor in december, 2019 involving a devilbiss oxygen concentrator that "was alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the rear cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.